Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "(B)(6) wants to know if is usual for a stryker knee to dislocate more than one time. It keeps popping out and the reason he wants to know is because the surgeon wants to go in and put in a hinge knee because the doctor said if the hinge knee does not work, he will have to freeze the knee."